Manufacturer narrative:
The evoke cls was not returned to saluda. The patient¿s event logs could not be reviewed due to a large gap between the patient¿s last programming session in (B)(6) 2025 and their revision in (B)(6) 2026. The root cause of the pain and charging difficulty cannot be definitively determined; however, the physician noted the patient¿s significant weight loss may have contributed to the reported pain and charging difficulty. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "temporary or persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement)" as a result¿.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site and charging difficulty. The physician noted the patient¿s significant weight loss and the position of the evoke cls contributed to the reported pain and charging difficulty. A revision procedure was performed, and the physician elected to replace and reposition the evoke cls to resolve the reported event.